Event description:
Early in case, started to break stone when blue sheath on laser fiber frayed, falling apart, kept using fiber while sheath was about to fall apart. Blue sheath fell off into patient. Retrieved out of patient into bladder, doctor hopes patient will eventually pass. This was a lithotripsy procedure.